Event description:
It was reported that during an implant procedure, the atrial lead had failed to advance in guidewire. The physician elected to not used the atrial lead and a new lead was implanted. The patient had no consequences throughout the procedure.

Manufacturer narrative:
The reported event of failure to advance stylet/guidewire was confirmed. As received, a complete lead was returned in one piece. The stylet used in the field was not returned with the lead for analysis. The stylet could not fully be inserted inside the lead. Destructive analysis found blood inside the inner coil. The cause of the reported event was isolated to the inner coil being clogged with blood.